Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had apparently been complaining that the generator ¿stuck out¿ and moved around a lot. Hcp had examined patient and thought the battery was superficial. Surgery to place generator deeper in pocket and secure it. Surgery was (B)(6) 2021. Issue is resolved.